Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a tamponade was observed. It was noted that hypotension did not occur, so the case continued and was completed with cryo. An echocardiograph and fluoroscopy showed that a perforation could have occurred during the insertion of the catheters into the right superior pulmonary vein (rspv) since it was noted, by the physician, that there was difficulty during the insertion. Drainage of the tamponade was not required. No further patient complications have been reported as a result of this event.